Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked case at the reservoir tube window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. Visual inspection shows that damage to lcd window is a severe scratch as reported by user.

Event description:
The customer reported via phone call that the insulin pump had a scarred screen which made the screen hard to read. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.